Event description:
Patient noticed abdominal pain, and eventually noted lack of restriction as well. X-ray indicated tubing disconnected. Surgery to explant and replace access port has occurred. Follow up findings: leakage at or near port tubing connector.